Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device exhibited an alert due to battery depletion (bd) upon interrogation. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis has not yet been performed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.